Manufacturer narrative:
The definitive assignable cause is unknown. Based on the limited information available, a vitros reagent lot issue, specific to individual atypically performing wells, cannot be completely ruled out. Although the hbsag, within-precision test generated acceptable results, a vitros marker precision test was not performed, and therefore a transient malfunction of the vitros eci system cannot be completely ruled out. In addition, based on the limited information provided by the customer, a pre-analytical fluid handling cannot be eliminated as a contributing factor.

Event description:
The customer observed lower than expected vitros hbsag quality control result from a non - vitros quality control fluid on a vitros eci immunodiagnostic system. Vitros hbsag results = 0.48, 0.58, 0.88, 0.65, 0.70, 0.51, and 0.71 s/c versus expected result 1.84 s/c. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event was to recur undetected. There was no allegation of patient harm as a result of the event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved.. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).